Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use, instructs the user to release the dc fastener and retract the dc fully against the sleeve; this is performed prior to cds insertion into the sgc. All available information was investigated and the reported difficulty advancing the cds through the sgc appears to be a result of user error and due to the user failing to retract the dc handle prior to insertion. The reported kink in the dc shaft and subsequent difficulties positioning the shaft appear to be secondary effects of the difficulty advancement and therefore related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the irregular movement. It was reported that during preparation of the clip delivery system (cds), the delivery catheter (dc) handle was not retracted prior to loading the clip into the clip introducer. This was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The cds was advanced through the steerable guide catheter (sgc) and resistance was felt. When the clip was out of the sgc, the dc shaft kinked resulting in irregular movement. The clip was not implanted. The devices were removed and replaced. By the end of the procedure, a total of two clips were implanted reducing the mr to 1+. The patient remained stable. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.